Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarms motor error. The blood glucose reading is 280 mg/dl. Customer treated with insulin pump. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump received with motor stuck in motor error alarm loop during bolus delivery and error alarm found in history file due to motor encoder signal out of phase. The insulin pump received with scratched display window, cracked reservoir tube lip and missing end cap sticker.